Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: a review of the pump black box data revealed no information related to the complaint; the battery voltages were within specifications. Current draws measured within specifications, and no overheating was duplicated during testing. The pump case was removed, and no internal damage was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.